Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that in the moment of fixing the tissue with the harmonic seven scissors, the tip moved/came off making impossible to use it.